Event description:
It was reported, the subject device had lines appearing horizontally in the picture, when they moved the connecting cable too much. The event occurred, during an unspecified procedure. That was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.